Manufacturer narrative:
Device evaluation: a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were observed along the shaft of the device. Attempts to insert a 0.015 inch product mandrel were unsuccessful due to solidified blood present within the guide wire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause for this device not being able to cross the lesion is operational context as device performance was limited due to anatomical and/or procedural factors. However, the root cause for this complaint has been determined to be user related as per the dfu the unprotected left main coronary artery is listed as a contraindication. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 4x13mm, 60% stenotic, eccentric shaped, de novo lesion was located in the non-tortuous and non-calcified left main artery. The physician advanced a 4x16mm taxus liberte stent to the lesion, but was unable to cross. Upon removal it was observed that a stent surface was not smooth due to a lifted strut. The procedure was completed with another 4x16mm taxus liberte stent. No complications were reported and the patient's status is stable.

Event description:
It was further reported that the lesion was located in the unprotected left main artery.